Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During a follow up it was reported that the patient was hospitalized on (B)(6) 2018 for peritonitis. The cause of the peritonitis is unknown. The organism cultured is unknown. The patient is continuing peritoneal dialysis treatments while recovering in hospital.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: clinical investigation there is a temporal relationship between ccpd therapy with the liberty select cycler and the (unknown) fresenius cassette and the patient¿s adverse event of peritonitis and subsequent hospitalization. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.